Manufacturer narrative:
The device involved in the reported event was requested however it was not received for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable.

Event description:
A report from a user facility in (B)(6) reported a cutter failure during procedure. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.